Manufacturer narrative:
(B)(4).

Event description:
It was reported "blank screen". Additional information received stated that "during use on a patient the screen has gone completely blank. The pump is still pumping, and the led lights are lit on the pump head. The staff confirmed that the cable was tightly seated at the back of the monitor and the staff stated that they had not heard any alarms from the pump. As a result, the pump was swapped out. No issues with the swap out. The patient remained stable throughout. Downtime from pumping was less than 20 seconds". Patient condition reported as "fine".

Event description:
It was reported "blank screen". Additional information received stated that "during use on a patient the screen has gone completely blank. The pump is still pumping, and the led lights are lit on the pump head. The staff confirmed that the cable was tightly seated at the back of the monitor and the staff stated that they had not heard any alarms from the pump. As a result, the pump was swapped out. No issues with the swap out. The patient remained stable throughout. Downtime from pumping was less than 20 seconds". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an autocat2 series display head assembly. The sample was returned in a white cardboard box. Visual inspection of the display head was performed. All the screws on the back of the display were missing, one of the standoff screw and locknut on the connector was missing. No other abnormality was noted. Visual inspection of the display head assembly internal hardware was performed, and no abnormalities were found. All connectors were properly seated. The display head was installed onto a known good autocat2w for functional testing. Upon the power-up, the pump displayed blank screen; however, all buttons responded properly to press. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The complaint will be monitored for any developing trends. The reported complaint of "blank display screen" is confirmed. Upon the power-up, the pump displayed blank screen during complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the blank screen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.